Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a critical pump and pump error alarm. The blood glucose level was 105 mg/dl. Customer also stated that the battery cap was damaged. The product will return for the analysis.